Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-mar-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and healthcare provider regarding a patient via company representative with an implantable pump containing baclofen (2000 mcg/ml at 500 mcg per day) for unknown use. It was reported that the patient had an increase in spasms. The external factors that could have contributed were that the patient fell out of a golf cart approximately 4 months ago. Today, the patient was taken to the operating room and the pump pocket and catheter were explored. The surgeon explored the catheter and was not able to aspirate or get cerebral spinal fluid (csf) flow from the catheter. The surgeon made the decision to explant catheter and replace with new catheter. During surgery it was reported that the pump segment of one of the catheters became contaminated. Therefore, two different catheters were used. The surgeon also made the decision to replace the pump at the same time resolving the issue.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-aug-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that the reason for the pump segment becoming contaminated during surgery was that there was potential damage to the pump segment by a surgical instrument and the surgeon wanted to be safe and utilize a new pump segment. There was no bacterial contamination to their knowledge. The cause of the inability to aspirate and no cerebral spinal fluid flow was not determined.